Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve error c-34. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis with the reported problem confirmed using system log which revealed many c-34 errors. Errors c-06, m-18. M-11, 2-8a, m-b1, and m-32 were also revealed. Fa inspection was able to confirm and replicate the reported event. A visual inspection found the front bezel required replacement as it was cracked and yellowed. The housing cover had various scratches throughout and will require replacement. A test of the unit on system presented c-34 and c-00 error on startup. No errors found in erbe logs prior to fa. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis while the root cause could not be determined based on failure analysis, the cause is likely due to a component failure causing an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated c-34 errors occurred when applying energy. The intuitive tech support engineer (tse) explained that changing the energy setting to "classic" could allow for the use of the generator until a replacement generator was installed. After changing the setting, the error was no longer present. The procedure was being completed as planned, with no reports of patient injury. The customer placed a second call to the tse to advise that the system was now in a down state and subsequent cases would have to be cancelled.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.